Event description:
A molding irregularity in the pressure regulator, catalog # 851202, has been identified by the MFR that may prevent free movement of the spring-loaded regulator valve stem in some models of laerdal silicone resuscitators. This could mean that in some cases a pressure of more than the specified 45 cm h2o is necessary to open the pressure regulator. Potential consequence: delivery of higher than intended pressure to the pt. Additionally, once opened, the pressure regulator could become stuck and remain in the open position. Potential consequence: a significant leak that diverts ventilating gas to the atmosphere rather than to the pt. Only pressure regulators bearing the mold cavity number "4" are affected. To date, no failure, complaint or incident has been reported and the molding irregularity has been resolved.